Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited myopotential oversensing and far field p-wave oversensing which resulted in a brief pacing inhibition. On (B)(6) 2019, the asymptomatic patient presented in clinic and the physician reprogrammed the device. The patient condition remained stable.